Event description:
As the box was opened, we noticed every pencil had debris on it that we had to wipe off. Going forward, I think its best we order these pencils individually. Manufacturer response for smoke evac pen (bovie) pencil electrocautery, smoke evac pen (bovie) pencil electrocautery (per site reporter) "[redacted date] from [redacted name]. So, (B)(6). Was able to head over to [redacted name] and speak with (B)(6). Yesterday. Looks like some debris got into a box that shipped to [redacted name]. Most likely when packing the product at our shipping location. After speaking with a few individuals internally, we believe this is an isolated instance and not the norm. We have no notifications of this happening anywhere else. If this happens again which I do not believe it will, we can exchange the box for you or come in and wipe down the packaging same day as we have multiple local resources dedicated to [redacted name]. Please let me know if this works." [Redacted date] added to tracker after recent discussion with or who sent details today. A. Asked for covidien contact rep to escalate this to. Emailed [redacted name] with the details. Rep is coming into the hospital today to observe. Samples retrieved."